Event description:
Johnson & johnson vision care reported to ciba vision that two pt's had developed acanthamoeba keratitis. (One pt with medical device from j & j and the other from ciba vision). The info was obtained from literature: threesome 2011 in kyoto - program and abstract - page 54, gk-16. Subject: two cases of acanthamoeba keratitis with silicone hydrogel scl. This case is described in the extract of the (B)(4) for ocular infection. Pt's initial symptom was a (B)(6) sensation in the right eye (B)(6) 2010. When the symptom did not improve the pt was referred to an (B)(4) medical center where he was suspected of acanthamoeba keratitis. The patient's visual acuity had not improved so he was referred to a hospital where he was prescribed antifungal and antiseptic medications. The pt's visual acuity had improved and pt was discharged from the hospital. Add'l info was obtained from the physician indicating the pt had been using the o2 optix and "softcon", a solution for soft contact lens. After the pt left the hospital he had a relapse of acanthamoeba keratitis and was re-admitted to the hospital. The doctor confirmed the pt had recovered but visual acuity is unk.

Manufacturer narrative:
The product o2 optix lens is considered a (B)(4) only product name. It is the same lens as air optix night & day aqua. The actual place of MFR could not be determined. No device is available for eval and no mfg investigation can be performed as lot number is unk. (B)(4).